Event description:
It was reported that on (B)(6) 2019, a 23mm mitral expanded cuff masters valve was implanted. On an unknown date, the patient presented to the emergency department with complaints of breathlessness. Echo and fluoroscopy were performed which revealed thrombus formation on the valve and stuck valve as a result of the thrombus. Coronary angiogram was performed which revealed normal coronaries. Unknown redo surgery was planned for an unknown date. The patient status was reported as unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus formation and a patient presenting with breathlessness was reported. Information from the field indicated that echo and fluoroscopy were performed which revealed thrombus formation on the valve and stuck valve, but coronary angiogram was performed which revealed normal coronaries. A returned device assessment could not be performed as the device was not returned for analysis. The cause of the reported event could not conclusively be determined.